Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead lead exhibited infection and was part of the system revision. There were no additional adverse patient effects reported. The rv lead remains implanted.